Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn while being injected into the patient's eye. The lens was removed and a replacement lens was implanted without any patient injury.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that a piece of a haptic plate was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.